Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that the only language options available to be selected from their contour next link 2.4 meter were english and spanish. The customer was able to perform blood glucose test. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The device history record for the suspected contour next link 2.4 meter was reviewed and no manufacturing anomalies were found. During the investigation, it was verified that the only language options available on the meter were english and spanish. There was no record of tests completed in the logbook. Three control tests were run to verify the meter functionality using the returned meter with in-house contour next control solution and in-house contour next test strips, which gave a satisfactory performance. The error logbook contained an e36 error, which was indicative of a meter-pump communication problem. The returned meter was not able to be connected to a reference insulin pump. The software error caused the meter to reset the logbook, the error logbook, and bolus history. The cause of the issue was due to a software error.